Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle had the needle sticking out from the packaging, causing a clean needle stick without any exposure to blood or medication reported.

Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 6mm, 31g syringes in a sealed poly bag from lot # 6039519. Customer states that it was punctured with a needle that was without needle shield. The syringes were examined and no missing shield was observed. However, one sample exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 6039519. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula through shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "probable cause of the issue is a bent cannula after being installed at the cannulator. When the shield is installed it catches the tip of the cannula forcing it through the side of the shield.per the DHR batch #6039519 had needle hubs produced on needle line 6 and 7. Qc700272 states that one full rack from each lane will be visually inspected every two hours for cannula through shield. Line 6 had needle through shield camera detection added as part of CAPA #91661 addressing adhesive runover. Camera was installed after production date of sample and is currently in effectiveness check before implementation on other lines.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle had the needle sticking out from the packaging, causing a clean needle stick without any exposure to blood or medication reported.